Event description:
(B)(4).

Manufacturer narrative:
The user facility reported that there was a blackish substance under the tray in the system 1e - processor drip pan. Hospital personnel removed the material and sent it out for lab analysis. The hospital reported preliminary results suggest the substance is a fungus. A steris service technician fully inspected the unit and found it was operating properly. The technician ran a diagnostic cycle and two processing cycles on site, all of which completed successfully. The system 1e processor was deinstalled and returned to steris at the customer's request. Steris visually inspected the unit and noted staining and residue on the drip pan, which is underneath the processing tray in the chamber. Diagnostic and processing cycles completed successfully with no issue; the unit was found to be operating to specification. A review of printouts run by the user facility indicates that the maxpure - filters were not changed every 90 days as required by labeling. The operator manual states (pp. 7-5): "warning: the 0.1 micron maxpure filter must be changed every 90 days." The processor printouts evidenced the following warning message: "warning maxpure filter in use for 90 days see operator manual." The maxpure filter is a dual membrane, 0.1 micron pharmaceutical sterilizing-grade filter that effectively removes bacteria, fungi and protozoa from the rinse water. The maxpure filter is replaced, at a minimum, once every 90 days. The filter must be changed if the processor indicates a failure of the membrane test for the maxpure filter. Failure to change the maxpure filter as required can result in bacteria and fungi not being removed from rinse water. In addition, the operator manual requires daily cleaning of the processor, tray and components. The manual states p. (9-1 to 9-3): "daily cleaning and checks: clean processing tray - wipe the inner surface and seal, processing tray/container, and accessory rack with a soft cloth dampened with (B)(4) isopropyl alcohol. Flexible processing tray- wipe the inner surface and seal, processing tray, and accessory rack with a soft cloth dampened with (B)(4) isopropyl alcohol. Wipe the aspirator assembly and sterilant compartment with a soft cloth dampened with (B)(4) isopropyl alcohol. Check drain screen -the drain screen is located in the bottom of the sterilant compartment. Ensure that the screen is clean. Remove any debris or lint from the screen. (A straight hemostat or smooth pickups will help). The screen may be removed for thorough cleaning by lifting the processing tray and unscrewing the drogue. Replace screen after cleaning. Remove processing tray from chamber. Clean chamber using a soft cloth dampened with (B)(4) isopropyl alcohol." Daily cleaning ensures that users timely identify and remove any debris or residue timely. Prior to the deinstallation of the system 1e processor, steris in-serviced hospital personnel on proper use and operation of the equipment, including daily cleaning and maintenance requirements. Steris has determined that this is an isolated event.

Manufacturer narrative:
The user facility reported that there was oil or dirt on the drain area at the bottom of the device. Hospital personnel removed the material and sent it to the lab for analysis. Preliminary results evidence it is a fungus (exophilious, black yeast). No injuries, procedural delays or cancellations have been reported. Investigation of this event is in process; a follow up report will be submitted when additional information becomes available.